Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the right ventricular (rv) lead exhibited undefined impedance qualified as high. The rv lead was not used and was replaced. No patient complications have been reported as a result of this event.